Event description:
It was reported that was during the patient's initial permanent scs implant procedure, the patient was being neuro monitored and developed a loss of some motor function on the lower extremities. The physician determined to abort the case. Surgical intervention took place again at a later date on (B)(6) 2024 where the patient had a permeant stimulator implanted.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was received stating the patient regained motor function. Also, after the (B)(6) 2024 procedure of the permanent stimulator the patient had effective stimulation.

Manufacturer narrative:
Date of event estimated.